Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon tear occurred. The patient presented in critical condition with an acute myocardial infarction. The very tortuous and calcified lesion was located in the mid left anterior descending artery (lad). The maverick2 monoral 2.5 x 20mm balloon was advanced for predilation of the lesion, however the balloon did not expand. The physician removed the balloon from the patient without difficulty and it was noted that there was a tear of the balloon material. The procedure was then completed with predilation with a 2.5 x 20mm non-bsc balloon and 3 non-bsc stents were deployed in the lad and left circumflex. During implantation of the stents, the patient's condition worsened and the patient went into shock. The patient was transferred to the ICU post-procedure and passed away.

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon tear occurred. The patient presented in critical condition with an acute myocardial infarction. The very tortuous and calcified lesion was located in the mid left anterior descending artery (lad). The maverick2 monorail 2.5 x 20mm balloon was advanced for predilation of the lesion, however, the balloon did not expand. The physician removed the balloon from the patient without difficulty and it was noted that there was a tear of the balloon material. The procedure was then completed with predilation with a 2.5 x 20mm non-bsc balloon and 3 non-bsc stents were deployed in the lad and left circumflex. During implantation of the stents, the patient's condition worsened and the patient went into shock. The patient was transferred to the ICU post-procedure and passed away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a maverick 2 monorail catheter inside the carrier tube. The catheter was visually, tactfully and microscopically examined which found the balloon was slightly unfolded which is consistent with the device having positive pressure applied. Dried blood and contrast was present throughout the distal portion of the catheter. Functional testing was performed by connecting an encore inflation device to the received device. The device was pressurized but the balloon could not be inflated. The device was soaked for approximately 8 hours in a bath of circulating 37°c water in an attempt to loosen and dislodge dried material from the lumen of the device; however, even after soaking, the device could not be inflated. The balloon and outer shaft were microscopically examined and a small pinhole was noted on one of the wing folds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).